Manufacturer narrative:
Additional manufacturer narrative: the explanted device was reported by the operating room as being discarded. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case, the surgeon reported the tricentrix holder was not ¿appropriately activated¿ per the instructions for use (IFU) which resulted in the valve being explanted at implant and another valve being implanted. This led to a longer bypass run which may have caused or contributed to the subsequent coagulopathy which required blood product administration before the patient was stabilized. As the device was not returned for evaluation, the root cause cannot be conclusively determined. However, patient and procedural factors likely contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 27mm pericardial mitral valve was explanted at implant due to "wrong size." The explanted valve was discarded and replaced with a smaller 25mm pericardial valve. Per obtained medical records, the (B)(6)-year-old female patient presented to the hospital with worsening shortness of breath and notable swelling in her lower extremities. Echocardiogram showed evidence of diastolic and systolic heart failure with an ef of 40-45 percent and severe mitral valve regurgitation. The patient was referred for mitral valve replacement. Intraoperatively, a 27mm valve was chosen, however, while tying down the sutures, it became apparent that one of the struts was not in the mitral valve orifice. Therefore, the valve and sutures were removed. It was apparent that the obturator in the handling device had not been appropriately activated to pull the struts inwards. A smaller 25mm edwards pericardial valve was then easily seated. It was reported that the patient had subsequent coagulopathy which required blood product administration before the patient was stabilized. The patient was transferred to the intensive care unit in stable condition with normal sinus rhythm. Post-cardiopulmonary bypass, the tee demonstrated proper function of the prosthetic mitral valve and left ventricular function essentially unchanged since preop. The patient was discharged in stable condition on post-operative day 5.